Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly.a known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support on (B)(6) 2025 that the liberty select cycler screen was blank during unknown phase/cycle of dialysis; they pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue using the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow-up conducted on (B)(6) 2025 the patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. The patient could not complete treatment on the day of the reported event. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.